Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had excessive no delivery alarms during basal, bolus, fixed prime. Customer's blood glucose was 454 mg/dl. The customer was treated for high blood glucose is corrected through bolus. The customer was advised that the alarm was caused by set and reservoir connection. The customer was advised to replace infusion set and reservoir. The customer was advised that we would send tpack for reservoir and quick set.